Manufacturer narrative:
(B)(4) the results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the deformity seen during the procedure remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the 36 mm amplatzer septal occluder (aso) was selected for use. The aso was loaded in the delivery system, and deformed cobra-shaped. The doctor attempted to use the guidewire to relocate the aso, where it was finally released in the left atrium. The left disc in the aso remained deformed; therefore, it was recaptured. Attempts to redeploy the aso were undertaken; however the aso remained deformed. The procedure was aborted due to extended procedure time and the patient was unstable secondary to bradycardia and decreased oxygen saturation. The patient recovered and was reported to be stable. The procedure will be re-scheduled.